Event description:
Related manufacturer reference number:2017865-2025-11077, related manufacturer reference number:2017865-2025-11078. It was reported that after implant of pacemaker, atrial lead and right ventricular (rv) lead, pneumothorax was noted form chest x-ray. Loss of slack was also noted on the atrial lead. Patient experienced pain under pacemaker site. A chest tube was placed. The patient was stable.

Event description:
Related manufacturer reference number: (B)(4).